Event description:
A report was received that the patient was having difficulty charging his ipg. The physician determined that the ipg pocket is too deep. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging his ipg. The physician determined that the ipg pocket is too deep. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was reportedly well following the revision. Nothing was implanted or explanted.